Manufacturer narrative:
(B)(4). Refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber was noted to forward fire at 22,000 joules. Time expended 4 minutes. Gland volume 30 ml. The procedure was completed using a second fiber. There was no patient injury reported.